Event description:
Physician performed laser treatment on both legs of patient. The left leg was treated first with no problem reported. After performing laser treatment on patient's right leg and when removing the sheath/laser, the physician noted both the sheath/laser appeared to be shorter and burned. Ultrasound showed an ablated vein. The physician reported that the distal tip of the fiber broke during the procedure on the right leg and burned the catheter while in gsv of patient.

Manufacturer narrative:
Device anticipated to be returned to vsi for investigation.